Manufacturer narrative:
No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the main cart was powering off. The manufacturer representative (rep) stated that while the system was powered on and plugged into the wall, the main cart power off suddenly. The camera cart remained powered on. The rep then tried a different wall outlet and tried to power the system on. It would power on for a few seconds and then power off again. There was no patient present. Troubleshooting was performed at the time of the event and the rep called technical services. They suggested to disconnect the battery from the uninterruptible power supply (ups). The system then turned on and functioned as designed, with the exception that it no longer had battery backup. The next step was to replace the ups and battery on the system. The issue was due to batteries not being used in 1 year.

Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The batteries and the ups were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H2: continuation of d10: part number: 9735773, lot number: 1919 part number: 9735787 , lot number: 19160053, h3: the ups was tested with accompanying battery for a 24hr period. Ups did shut down during testing due to battery overheating as programmed. Ups was then tested with a known good battery and tested as normal. Ups was then unplugged from main power and continued to run under known good battery's power for the set 11.5 minutes as programmed. The battery was tested (52.07v) with accompanying ups for a 24hr period. Ups did shut down, as programmed, during testing due to battery overheating. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.